Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to 671722 the hospital reported t.w. Power supply s/n (B)(4) were not working and out of warranty. They called seeking service or repair and was informed that service or repair are not available. They might look outside getinge for possible repair option. There were no reports of problems with patients, as there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3- corrected to-device not returned, h6-corrected to-device not returned. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.